Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported robot leaking hydraulic fluid. Patient was not under anesthesia.

Event description:
Mps reported robot leaking hydraulic fluid. Patient was not under anesthesia. Case type: (B)(4).

Manufacturer narrative:
Reported event case number: mps reported robot leaking hydraulic fluid. Patient was not under anesthesia. Case type: (B)(4). Products evaluation: the field service engineer reported: work performed: issue will resolved on next pm visit. After reaching out to fse, he confirm that "I did not observe any leaking hydraulic fluid". Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. After reaching out to fse, he confirm that "I did not observe any leaking hydraulic fluid¿. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob192 was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise related to (B)(4), robot number: rob192 shows no additional complaints related to the failure in this investigation. Conclusions: the failure was not confirmed via inspection by fse. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.